Manufacturer narrative:
Other applicable components are: product ID: 37746, serial#: (B)(4), product type: programmer, patient.

Event description:
Information was received from a patient who was implanted with a neurostimulator for chronic low back pain and spinal pain. It was reported that the power on reset (por) error code was seen on the patient programmer (pp) when the patient went to recharge her implantable neurostimulator (ins). It was reviewed that the therapy had stopped due to the por, there were no trauma/falls reported and there was no recent emi environmental exposure. Troubleshooting could not be performed due to lack of access to the programmer. The patient later reported on (B)(6) 2017 that the por error code she saw was informational and she saw the code when she stopped feeling stimulation. With assistance from patient services, the code was successfully cleared and the patient was able to turn the ins back on. It was also discovered that the battery was low, so the patient was directed to recharge the ins. In conclusion, once the therapy was turned back on, the patient confirmed that she felt the stimulation. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2017-oct-17. It was reported that the patient waited four days before recharging and the charge was not responding. This is what led to the por error message appearing and the loss of stim; it was as if the device was ¿permanently shut down¿. There were no further complications reported or anticipated.